Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away after the implant procedure of the cardiac resynchronization therapy defibrillator (crt-d) system. Additional information related to the patients death is not available at this time.